Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. All electrical parameters were good and stable. Patient's condition was good at the end of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient came to hospital for a scheduled follow-up, crosstalk on ventricular channel was observed during atrial threshold test. The rv impedance trend also showed few unstable measurements during the past few days. The provocative maneuvers were performed and noise was visible on the rv channel when the patient raises both arms. Physician suspected lead damage probably due to friction between two leads but no macroscopic damage was visible on fluoroscopy. All lead electrical measurements were good and stable. Physician decided to monitor the patient through merlin.net transmission and to eventually add a new lead in a month. Patient's condition was good.